Event description:
The surgeon had difficulty loading the micl13.2 implantable collamer lens and as a result the lens flipped and tore as it was inserted into the eye. The lens was removed and the back up lens was successfully implanted without any patient injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
Results : visual inspection of the returned lens showed corners of the haptic were torn off and missing and there was a dark surgical residue on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4).